Event description:
Surgeon used fenestrated dissector in lap nissen fundoplication. A pin possibly fell out in abdomen. Pin was noticed to be missing after case closed by spd dept. O.r. Director notified, director notified surgeon, x-ray of abdomen ordered. Read by licensed radiologist. An unidentified piece of metal found on x-ray. Co notified, pt and pt family notified.